Event description:
It was reported the patient underwent surgical intervention to explant the system ipg as it was causing the patient discomfort due to its size. It was also reported the patient had lost a significant amount of weight. The physician replaced the ipg with a different model ipg. No further patient complications were reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.